Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the crocodile grasper instrument involved with this complaint and completed the device evaluation. Failure analysis was performed, and the instrument was found to have a missing proximal clevis pin. The clevis pin was not returned with the instrument. No obvious damage to the clevis was identified. The instrument was further investigated and a closer look was taken at the swaged side of the clevis and there was no damage observed. Since the clevis pin was not returned, it is difficult to confirm if the issue was a result of improper swaging. However, as the instrument has only been used two times, the root cause is attributed to be manufacturing related. A review of the instrument log for the crocodile grasper instrument (part# 478059-04/ lot/serial# n10211206 0009) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis confirmed the instrument's clevis pin was missing. This instrument is designed with a clevis pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the screw of the crocodile grasper instrument was separated. The customer did not use the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to starting the procedure and noticed the issue. The instrument was not used on the instrument so there was no fragment fell into the patient.